Event description:
A customer contacted beckman coulter regarding falsely negative (-) urine test result from the icon 25 hcg test kit. The customer indicated that a single pt had a urine sample tested with the icon 25 hcg test kit and the results was negative (-). Two (2) days later, a serum sample was tested and the result was 245mluhcg/ml. The customer did not provide any info regarding this event. Based on available info, no affect to the pt has been reported.